Event description:
IV infusion was complete on the magnesium sulfate. The IV pump said that 267 ml of the bag was still left and needed to infuse. However, the bag was completely empty. The IV channel appeared to have malfunctioned and was infusing an incorrect amount.